Event description:
It is reported that the device was implanted in 2006. Revision surgery occurred due to breakage. Exact explant date is not known.

Manufacturer narrative:
Eval summary: no post operative x-ray or any other visual means has been provided to confirm whether locking of the pin occurred in the first place. The pt's activity level may have contributed to this situation. The device history is intact and indicates that the part was manufactured and inspected per spec. The exact cause analysis can not be determined with certainty. As returned, all four tines have fractured off the inner pin. Three of the four tines were returned with the complaint. The outer pin shows some deformation damage to the body of the device. The returned bushings exhibit heavy deformation damage with some sections fractured off. The device history records are intact and conforming, indicating the device were manufactured to specifications. Additionally, no x-rays were received with the complaint.